Event description:
On 09-jan-2025, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-6410 main pump tubing was not functioning adequately, the black straw (neoprene) was not normal and was slightly bent causing the solution volume to increase continuously. This was discovered during a shoulder arthroscopy procedure with no patient harm. The case was completed successfully with another device.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.